Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet following a period of being disconnected from the pump for several weeks, after which the patient reconnected and changed the infusion set near the abdomen; troubleshooting and education were provided, including site selection guidance and site change on the ilet, and the device resumed delivery with observed drops. Symptoms included hyperglycemia and dry mouth. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem consistent with improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.